Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, seroma-late and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture, "snowstorm amid the parenchyma, suggestive of extracapsular silicone," ¿horrible burn sensation," "elastomer radial folds," "granuloma induced by silicone," capsular contracture, baker grade unknown and liquid retention. This is for the right side device. Treatment with nimesulide and clindamycin hydrochloride. The device remains implanted.